Event description:
Customer reported that while trying to clear the air in line alarm by removing the bubbles, solution began leaking from the bottom of the cartridge. The line was pinched. Normal saline was infusing and the customer could not clamp the line as the only clamp available was close to the patient. There was no patient harm and no medical intervention was required. Customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). Customer stated that the product was discarded. The report of a leak could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure is unknown.